Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 40 mg/dl and now the blood glucose level was 109 mg/dl. The customer was assisted with troubleshooting. The customer was treated with carbs for low blood glucose level. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.